Manufacturer narrative:
Implicated product is 9.6 fr. Single lumen catheter in peel-apart percutaneous introducer system. Product received for eval is 23.0 inch long segment of single lumen open-ended 9.6 fr. Catheter. Tissue ingrowth cuff is missing from tubing, however, adhesive residue remaining from cuff adheres to outer diameter 14.3 distal to proximal end of catheter. Lot history review review reveals no mfg issues and no other complaints for this lot. Documents contained in complaint file indicate device was placed in 3/1997 for chemotherapy. Pt began experiencing fevers in 11/1997. Device was removed 3/21/1998. Tactual examination of catheter is remarkable for occulusion clamp impressions in clamping over-sleeve and intermittent densities throughout length of lumen. Patency testing was performed using water-filled 10cc syringe. Both flushing and aspiration were not possible. Occlusions, presumed to be dried clots within catheter, prevented threading the straight tip of 0.039 in. "J" wire into either catheter orifice beyond two inches. Microscopic (5x) examination of catheter outer diameter is remarkable only for adhesive residue that had secured tissue ingrowth cuff in place. Cuff may have detached during catheter removal. Magnification of catheter's distal tip shows well-defined, but uneven edge with undulating, striated face. This is evidence tip had been cut with scissors. Complaint file indicates distal four inches of catheter had been cut off by user to perform bacteriological testing. Complaint of infection is inconclusive. No mfg defect that might lead to infection is found on this sample. Infections generally stem from poor maintenance, access or placement technique or pt physiology. Infection related to contaminated central venous catheter would be manifested relatively soon after placement. Complaint file documents this device had been in place and used without reported complications aprroximately eight months prior to experiencing symptoms associated with infection. All products must meet stringent sterility and pyrogenicity testing requirements before they are released to distribution. MFR maintains validated sterilization cycle that ensures this product was sterile and non pyrogenic upon customer receipt, so long as integrity of manufacturer's sterile seal has not been compromised. Catheter related sepsis is listed in products instructions for use as possible complication with indwelling vascular devices.

Event description:
Placed 3/97 for chemo. About 11/97, pt began to get fevers. Every time catheter was flushed, he got a fever. Removed catheter 3/21/1998. A piece of the end of catheter tested positive for infection.